Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was exhibiting intermittent loss of ventricular capture in the lv and rv. The patient presented remotely via a merlin.net transmission. No patient symptoms were reported. Review of the transmission noted non-sustained rv oversensing episodes, which appeared to be caused by loss of bi-ventricular capture that was occurring intermittently. It was suggested bringing the patient into clinic for lead evaluation but noted that it may be due to medication or patient's health. The patient will continue to be monitored.